Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an internal fixation surgery, the doctor found it necessary to hammer a honeycomb, in view of calcification in the medullary canal, and to help the cannula entry, but the "t" of the honeycomb broke. The broken parts were not removed, as surgeon's request. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).